Event description:
A customer contacted beckman coulter, inc. (Bec) to report that the coulter ac-t diff 2 analyzer was leaking from the front while idle. There was no impact to patient results. The customer was wearing gloves and a lab coat at the time of the incident. No one was exposed to any biohazardous waste. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. Per conversation with the customer on (B)(6) 2011, it was the baths that overflowed causing the reported leak. The customer performed the clean the baths procedure which resolved the issue. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).